Manufacturer narrative:
Other text: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. D4: lot number, expiration date and d4 are unavailable as no lot number has been provided.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after installing the bag in the electronic infuser, there was a qt leakage located in the fitting of the tip with the pump equipment due to infusion pressure.